Event description:
It was reported that a spaceoar vue placement procedure was performed on (B)(6) 2024. However, magnetic resonance imaging (MRI) was conducted on (B)(6) 2024, and it was observed that the patient still had the hydrogel and was located in the rectal wall. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block b3: the date provided (B)(6), 2024, was selected based on the estimated timeframe when the complainant reported the procedure took place. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.